Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It war reported that the pump was momentarily submerged in water. Subsequently, pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose level was 220 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.